Event description:
The reporter stated that the surgeon inserted an aq2010v silicone three piece lens but the leading haptic unfolded prematurely and became stuck and tore in the cartridge. The lens was inserted and the incision was enlarged to remove the lens. Another same type lens was implanted and a suture was required to close the incision.

Manufacturer narrative:
Evaluation codes: results - visual inspection of the returned product found the lens stuck in the returned cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for eval.